Manufacturer narrative:
An initial review of the logs indicate that alarms were occurring for the patient between 22:00-23:00 and several were silenced at the central station. This information was relayed to the biomedical engineer, and ciu manager, however, they specifically were interested in why an asystole did not occur between 22:02-22:12 since there was an agonal rhythm. Per communications via (B)(4) with the biomedical engineer, biomedical manager, ciu manager, risk specialist, quality specialist, and quality specialist (rn), it was determined that there was some confusion over alarm behavior surrounding alarm reminders. The philips quality specialist (rn) explained the alarm behavior regarding alarm reminders and also stated that alarms can be silenced at clients, but not show in the logs at the cockpit central (which is what the present logs are for). The customer was advised to obtain the client logs to confirm, and also advised the biomedical engineer to simulate the behavior explained with regard to alarm reminders so they can actually understand the behavior. Client logs were received by the biomedical engineer which did show that asystole alarms were silenced at the client between 22:02-22:12. In addition, the biomedical engineer stated that they had done simulated testing and found the behavior as explained to them. This is considered a user misunderstanding of alarm behavior, as well as user alarm handling.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported a patient death that occurred on (B)(6) 2016 in room (B)(6), and wanted to have the logs reviewed for information on alarms and silencing specifically between 22:00-23:00. The patient expired.